Manufacturer narrative:
(B)(4). Sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed, and it would not charge despite multiple charging attempts as well as communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip was damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. With all the available information, boston scientific concludes that the reported event of ipg unable to charge or communicate after a lead revision procedure was confirmed. The ipg was likely damaged during the lead revision procedure.

Event description:
It was reported that following a lead revision procedure (MFR. Report number: 3006630150-2025-06749), the patients implantable pulse generator (ipg) was not connecting to the remote control and was not able to get out of hibernation. It was noted that a plasma blade was used during the said revision. The patient underwent an ipg replacement procedure and was expected to fully recover.

Event description:
It was reported that following a lead revision procedure (MFR. Report number: 3006630150-2025-06749), the patients implantable pulse generator (ipg) was not connecting to the remote control and was not able to get out of hibernation. It was noted that a plasma blade was used during the said revision. The patient underwent an ipg replacement procedure and was expected to fully recover.